Manufacturer narrative:
Previous investigation of this failure mode indicated that the porous coating can flake off if exposed to shear forces during impaction. This may happen when using minimally-invasive surgical techniques. The limited access to the acetabulum results in the shell being impacted at an angle, instead of straight on. This is the final report.

Event description:
Surgeon impacted a flared 52mm acetabular shell implant into the acetabulum. He did not achieve adequate press-fit and repeated the impaction. He still did not achieve adequate press-fit, and removed the shell to reposition it. Upon removing the shell, he noticed that some of the porous coating had flaked off. A back-up shell was subsequently implanted.